Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a report indicating that approximately seven weeks ago, a patient in new jersey noticed black particles floating in the water chamber of their CPAP unit upon waking. The patient stated they had been using the device for years and was unaware of any potential issues, believing it to be safe. The patient also did not realize that the remstar pro was part of the recall. They expressed concern about the potential health risks from inhaling the black matter into their lungs but reported no harm, injury, or need for medical intervention. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found error code 55 (e-55: err_therapy_queue_full), a continue-level error. Error code 65 (e-65: err_stuck_encoder_a) a continue-level error and error code 66 (e-66: err_stuck_encoder_b), also a continue-level error. In addition, there was contamination from dust. There was no evidence of foam particles or degradation. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The manufacturer has updated box h in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received a report indicating that approximately seven weeks ago, a patient in new jersey noticed black particles floating in the water chamber of their CPAP unit upon waking. The patient stated they had been using the device for years and was unaware of any potential issues, believing it to be safe. The patient also did not realize that the remstar pro was part of the recall. They expressed concern about the potential health risks from inhaling the black matter into their lungs but reported no harm, injury, or need for medical intervention. The device will be replaced once the patient's address is verified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.